Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 105) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging wires within the connector. The broken wires caused the service code 105 (pulse test relay stuck). The root cause for the damaged connector was excessive force. No adverse events occurred as a result of the damaged monitor.

Event description:
A us distributor reported that a patient was receiving a service code 105 (pulse test relay stuck).